Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The user reported an occurrence of perforation during dilation of the sphincter. Perforation is a known complication of these types of procedures. The instructions for use include the following potential complications: "those associated with upper gi endoscopy, including: perforation, hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest, cardiac arrhythmia or arrest.". The instructions for use lists a 60cc inflation syringe under the required equipment section. The report states that a "microtech inflation device" was utilized, this inflation device is 60cc therefore it is compatible with the wilson-cook achalasia balloon. The instructions for use also states the following: "attach a 60cc inflation syringe to the inflation device. Attach the syringe extension line to the stopcock and then to the inflation hub of the balloon catheter.". Prior to distribution, all wilson-cook achalasia balloon are subjected to a visual inspection ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an lower esophageal sphincter dilation procedure, the physician used a cook wilson-cook achalasia balloon. It was reported [that when inflating balloon] they identified a large tear in the esophagus to the point of causing a perforation that required numerous hemostasis clips. The patient was admitted for further observation. A section of the device did not remain inside the patient¿s body. The patient required numerous hemostasis clips and was admitted for observation due to this occurrence. The patient was admitted for further observation due to this occurrence.